Event description:
During internal monitoring for smr 1.1 it was observed the clinician threshold was not matching with patient treatment settings metric and treatment settings metric was missing in the database. Patient readings were successfully received by the cardiomems backend website and forwarded to merlin.net for post-reading processing. However, due to a missing primary metric record for the patient, both threshold evaluation and notification generation did not occur.

Manufacturer narrative:
CAPA 137164 has been initiated to investigate the issue.